Manufacturer narrative:
The insulin pump alarmed motor error, a35 and e70 during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarms. The insulin pump was received with cracked case at display window corners, display window, battery tube threads and minor scratched display window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is cracked and showing an a35 alarm. Insulin pump will be replaced. No additional information provided.